Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. Initially, it was reported that during the procedure the catheter had much noise. The catheter was exchanged and the procedure was completed with no patient consequence. This event was assessed as not reportable as the patient's heart rhythm was still visible to the operator. The risk to the patient was low. The biosense webster failure analysis lab received the catheter for analysis on december 16, 2016. During further analysis on january 10, 2017, it was noted that peek housing was damaged. The polyurethane (pu) was detached near electrode 4. However, no internal material was exposed. Multiple attempts have been made to obtain clarification to this catheter condition. However, no further information has been made available. The damage to the peek housing was assessed as not reportable. There was no exposure of internal components, or any evidence that the integrity of the catheter had been compromised. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The issue with the pu being detached was assessed as reportable as it had a probability that it could be broken off. Therefore, there was potential for embolism. The awareness date for this reportable lab finding was january 10, 2017.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. It was reported that during the procedure the catheter had much noise. The catheter was exchanged and the procedure was completed with no patient consequence. The returned device was visually inspected, the peek housing was found damaged and polyurethane (pu) detached near the electrode 4. Per this condition, a scanning electron microscope (sem) testing was performed over the damaged area of catheter and the results showed evidence of a smash, scratches and/or mechanical damage on the peek housing surface. It is possible that damage was generated with an unknown object. In addition, the catheter outer diameters were measured and it was found within specifications. Per event reported, the catheter was evaluated for electrical resistance and current leakage and it failed on electrode # 4. Further examination revealed that the lead wire # 4 was broken causing the improper signal condition. During manufacturing there are tests and inspections in order to prevent this type of defect before to leave the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage could be related with the damage found in the peek housing. The root cause peek housing damage and the pu detached from the ring cannot be determined since there was evidence of the proper manufacturing assembly.